Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a pocket infection at the implantable neurostimulator (ins) site. The cause of the infection was unknown. No diagnostics were done. The ins was going to be removed and a new ins implanted on the other side when the infection was resolved. The revision had not occurred yet. The issue was not resolved. The patient was alive with no injury. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.